Event description:
It was powered on for maintenance, and the maintenance light suddenly came on. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).